Event description:
The customer reported that certain collimator rotation values were incorrect on truebeam compared to planned values in mosaiq. Truebeam collimator rotation range is max 175 - min 185; meaning from 0 you can rotate counting up to 175 or the opposite direction counting down from 360 to 185. When mosaiq sends plans to truebeam with collimator rotation between 0-165 or 360-195 they are fine, however, when the plan calls for a rotation in the remaining 10 degrees of the range in either direction, the collimator rotation loaded on truebeam is incorrect by 180 degrees. The customer stated this was the first plan they have had with rotation in this range and the issue was noticed during qa. No treatment was given with the incorrect collimator rotation. For plans with collimator rotation from 166-175 truebeam displays the planned value +180. For example 166 in mosaiq is 346 on truebeam, 175 is 355. For plans with collimator rotation from 194-185 truebeam displays the planned value -180. For example 194 in mosaiq is 14 on truebeam, 185 is 5. No serious injury was reported as a result of this issue.

Manufacturer narrative:
On the advise of the varian field service engineer, the customer contacted the manufacturer of the mosaiq (elekta-impac). Elekta-impac suggested that the customer check two files in mosaiq, the machine characteristics file and the source file. The customer stated to the varian fse, that the machine characteristics file had the proper values for truebeam of max 175 - min 185 for collimator rotation; however, the source file had the values as max 165 - min 195. The customer corrected these values in the mosaiq source file and this resolved the issue. Although there was no reported injury in this case and the available information suggests that this issue is not the result of malfunction of a varian device, varian has determined that a MDR is appropriate, while the hazard implications of this issue are further assessed. Additional follow-up to this MDR is expected upon completion of the investigation.